Manufacturer narrative:
Investigation evaluation: during an initial evaluation, the handle was manipulated and the needle did extend from the distal end of the sheath. The distal end of the needle has a severe bend in it. After the device went through decontamination, during further evaluation of the device, the handle was difficult to manipulate and the needle would not exit the sheath. The needle was disassembled from the device and there are three kinks at the proximal end of the needle. A kink near the handle is a possible cause as to why the needle would not extend. The needle was fully intact and not broken. On the distal end of the needle, there is a kink at 6 cm. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use state: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." The instructions for use state: "attach device to accessory channel port by rotating device handle until fittings are connected." It is possible that if needle is against or inside of a hard mass while the user applies force and manipulates the directional controls of the endoscope, that this could contribute to severe bending of the needle near the distal end. The instructions for use give step by step instructions for adjusting the length of the extended needle. The length of the extended needle may be adjusted zero to 8 cm. The instructions for use state, "with ultrasound endoscope and device straight, adjust needle to desired length by loosening thumbscrew on safety ring, and advancing it until desired reference mark for needle advancement appears in the window of safety ring. Tighten thumbscrew to lock safety ring in place." Failure to follow the instructions for adjusting the needle length could result in excessive needle length for the procedure. The instructions for use state, "note: number in safety lock ring window indicates extension of needle in centimeters." Prior to distribution, all echotip ultra endoscopic ultrasound needles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Investigation evaluation: during an initial evaluation, the handle was manipulated and the needle did extend from the distal end of the sheath. The distal end of the needle has a severe bend in it. After the device went through decontamination, during further evaluation of the device, the handle was difficult to manipulate and the needle would not exit the sheath. The needle was disassembled from the device and there are three kinks at the proximal end of the needle. A kink near the handle is a possible cause as to why the needle would not extend. The needle was fully intact and not broken. On the distal end of the needle, there is a kink at 6 cm. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use state: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." The instructions for use state: "attach device to accessory channel port by rotating device handle until fittings are connected." It is possible that if needle is against or inside of a hard mass while the user applies force and manipulates the directional controls of the endoscope, that this could contribute to severe bending of the needle near the distal end. The instructions for use give step by step instructions for adjusting the length of the extended needle. The length of the extended needle may be adjusted zero to 8 cm. The instructions for use state, "with ultrasound endoscope and device straight, adjust needle to desired length by loosening thumbscrew on safety ring, and advancing it until desired reference mark for needle advancement appears in the window of safety ring. Tighten thumbscrew to lock safety ring in place." Failure to follow the instructions for adjusting the needle length could result in excessive needle length for the procedure. The instructions for use state, "note: number in safety lock ring window indicates extension of needle in centimeters." Prior to distribution, all echotip ultra endoscopic ultrasound needles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopy procedure, the physician used a cook echotip ultra endoscopic ultrasound needle. When the needle sheath came into the mass nothing happened. However, in order to puncture the mass, the physician tried to move the handle but it did not work (the needle didn't come out of the sheath). The procedure was done successfully using another echo-3-22. Upon receiving the product for evaluation on 11/19/2015, it was noted that there is a severe bend in the distal end of the needle.